Event description:
A customer contacted baxter global technical service (gts) regarding an unrelated alarm that occurred on the homechoice (hc) during use. The hc then alarmed with a system error 2367 (air in tubing) after the power was cycled. Therapy was ended. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) of the home patient (hp) regarding the system error 2367. The cg stated that the patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp was able to complete therapy the next day with a new hc. The nurse was informed of the alarm. The cg did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.